Event description:
It was reported that this patient's right ventricular (rv) had a red alert due to high shock impedance out-of-range of over 134 ohms. Currently, the patient is continued to be monitored. The physician wanted to known the possible root cause of this issue and how to manage it. Technical services reviewed the case and stated that the issue is likely due to factors such as daily fluctuations and recommended isometrics checking for noise and shock impedance changes. If no change is seen, ts recommended to increase the impedance alert. Further information indicates that the patient will just continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's right ventricular (rv) had a red alert due to high shock impedance out-of-range of over 134 ohms. Currently, the patient is continued to be monitored. The physician wanted to known the possible root cause of this issue and how to manage it. Technical services reviewed the case and stated that the issue is likely due to factors such as daily fluctuations and recommended isometrics checking for noise and shock impedance changes. If no change is seen, ts recommended to increase the impedance alert. Further information indicates that the patient will just continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.